Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that the pt had not been doing so well. A physician wanted to try a lower concentration. The pump contained lioresal 2000 mcg/ml; the new concentration was 500 mcg/ml. On (B)(6) 2011, additional info was received. A pump was explanted in (B)(6) 2006 due to a pump site infection; and was later replaced in (B)(6) 2006. Since that time, the pt has not been spasticity control despite dose increases. The entire pump system was replaced in (B)(6) 2010 without improvement. It was noted that the pt used to have good control of spasticity. Multiple interventions have been tried: the dose had been increased from 300 - 671, the concentration of lioresal was changed from 2000mcg/ml to 500mcg/ml as well as trying an every 6 hour bolus. The healthcare provider indicated that there was no cause found; and he believed this was "therapy failure not a device failure". Per the reporter, there was a "2nd opinion in boston". The pt outcome was "no injury". On (B)(6) 2011, it was further reported that the physician wanted to return back to using 2000 mcg/ml of lioresal, and trying flex dosing. Additional info will be provided in a follow-up report as it becomes available.